Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascws0106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a medication zolenic leak through y-site (needleless system). No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hub leak is confirmed and appears to be supplier related. One 20 ga x 1 in safestep infusion set was returned for investigation. Dried residual material was present around the blue valve at the y-site. A curved indented line was observed near the outer edge of the valve. The sample was flushed and pressurized with water using a 12 ml syringe. Beads of water were observed to leak at the indentations present on the valve. The blue valve was removed from the hub using cutting instruments. Microscopic observation of the valve revealed circumferential indentations around the large circumference section of the valve. The indent was observed to lead up to the top edge which is the likely cause of the leak. The indentations were observed to be smooth and do not appear to have been damaged during use. Based on the condition of the returned sample, the complaint is confirmed and the cause appears to be supplier related. The supplier has been notified of this event. A lot history review (lhr) of ascws0106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a medication zolenic leak through y-site (needleless system). No other information was provided.